Manufacturer narrative:
Balt USA reference: # (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed the implant coil and introducer sheath was not included with the device return. We observed the delivery pusher, microcatheter, guidewire and intermediate catheter was returned. We observed no visual damage to the detachment zone with the pet jacket, lead wire, solder joints and sr thread intact. We observed multiple minor kinks along the hypotube. We observed the intermediate catheter hub is covered in blood. We observed no damage to the returned microcatheter, guidewire and intermediate catheter. We performed destructive analysis on the returned delivery pusher to reveal the internal sr thread. We observed the internal sr thread exhibited visual characteristics of a mechanical detachment occurring (stress exerted on sr thread). Root cause of the reported issue encountered by the physician could not be definitively determined, however based on the analysis of the returned delivery pusher it can be concluded the implant coil detached via stress exerted on the sr thread. Upon return of the device, we observed the delivery pusher, microcatheter, guidewire and intermediate catheter was returned. No visual damage was observed along the delivery pusher including the detachment zone. To further inspect the unit, destructive analysis was performed to reveal the characteristics of the internal sr thread. During the analysis we observed the internal sr thread exhibited visual characteristics of a mechanical detachment (implant detached without intended thermal detachment cycle). Based on the condition of the returned device, no signs of stretching or other abnormalities were observed throughout the length of the delivery pusher. Further analysis of the coil system was unable to be performed due to the lack of return of the implant coil and introducer sheath. Although the sr thread revealed the implant coil was likely detached via a mechanical detachment, the complaint description had indicated multiple detachment cycles were made without success. For this reason, the exact timing of when the implant coil detached could not be determined based on the returned device. Review of the manufacturing records indicate the unit passed final inspection of the coil system, which indicates that coil system was free from damage and measured within specification at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaint against lot number f241200778 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "intended treatment of a right sided broad based giant mca bifurcation aneurysm with inclusion of both mca main truncs into the aneurysma stent assisted coiling (probable y-stenting). Application of 2 microcatheters via a 6f intermediate catheter (sofia). Intraaneurysmal placement of a coil (optima complex 18) via a excelsior sl 10 mc as support to allow microcatherization of the parietal main trunc of the mca (steep angle, ostium included in the aneurysm), after previous trial without intraaneurysmal coil. Coil was not detached to allow coil removal in case of unsuccessful parent vessel microcatherization. After multiple trials of microcatherization of the superior mca trunc discontinuation of the intervention and removal of the for microcatheter designated for stenting. Secondly retraction of the undetached coil from the aneurysm with coiling mc still within the aneurysm. While retracting the coil incidental detachment oft he coil at the detachment zone (no coil stretching) within the mc, hereby no unusual retraction force. Distal loops oft he coil where still in the aneurysm. Therefore coil rescue fixing the proximal part of the coil within the intermediate catheter with a balloon to allow complete coil retrieval. There was no harm tot he patient in this dangerous situation." Update 13nov2025 - additional information received from the issuer: "1. How would the tortuosity be described in this procedure? @1 no significant tortuosity. 2. Can you confirm if the supplemental accessories will be returned? If so, it would be appreciated. @2 yes. 3. Would you be able to elaborate what was the use of the balloon in the procedure? @3 as written in my case description. Balloon was used only within the intermediate catheter für fixation and retrieval of the accidentally detached coil. There was no balloon used for the aneurysm treatment. A. Are we to understand the balloon was used solely because the coil detached? @4 yes." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed the implant coil and introducer sheath was not included with the device return. We observed the delivery pusher, microcatheter, guidewire and intermediate catheter was returned. We observed no visual damage to the detachment zone with the pet jacket, lead wire, solder joints and sr thread intact. We observed multiple minor kinks along the hypotube. We observed the intermediate catheter hub is covered in blood. We observed no damage to the returned microcatheter, guidewire and intermediate catheter. We performed destructive analysis on the returned delivery pusher to reveal the internal sr thread. We observed the internal sr thread exhibited visual characteristics that a thermal detachment cycle was achieved. Root cause of the reported issue encountered by the physician could not be definitively determined, however based on the analysis of the returned delivery pusher it can be concluded the implant coil detached via the intended thermal detachment cycle. Upon return of the device, we observed the delivery pusher, microcatheter, guidewire and intermediate catheter was returned. No visual damage was observed along the delivery pusher. To further inspect the unit, destructive analysis was performed to reveal the characteristics of the internal sr thread. During the analysis we observed the internal sr thread exhibited visual characteristics of a thermal detachment cycle being achieved. Based on the condition of the returned device, no signs of stretching or other abnormalities were observed throughout the length of the delivery pusher. Further analysis of the coil system was unable to be performed due to the lack of return of the implant coil and introducer sheath. Although the sr thread revealed the implant coil was likely detached via the intended thermal detachment cycle, based on the complaint description indicating multiple attempts were made, the exact timing and cycle of when the implant coil detached could not be determined. As the internal sr thread revealed the implant detached via the intended thermal detachment cycle, it is possible the issue was caused from other factors during the procedure. Review of the manufacturing records indicate the unit passed final inspection of the coil system, which indicates that coil system was free from damage and measured within specification at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaint against lot number f241200778 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "intended treatment of a right sided broad based giant mca bifurcation aneurysm with inclusion of both mca main truncs into the aneurysma stent assisted coiling (probable y-stenting). Application of 2 microcatheters via a 6f intermediate catheter (sofia). Intraaneurysmal placement of a coil (optima complex 18) via an excelsior sl 10 mc as support to allow microcatherization of the parietal main trunc of the mca (steep angle, ostium included in the aneurysm), after previous trial without intraaneurysmal coil. Coil was not detached to allow coil removal in case of unsuccessful parent vessel microcatherization. After multiple trials of microcatherization of the superior mca trunc discontinuation of the intervention and removal of the for microcatheter designated for stenting. Secondly retraction of the undetached coil from the aneurysm with coiling mc still within the aneurysm. While retracting the coil incidental detachment oft he coil at the detachment zone (no coil stretching) within the mc, hereby no unusual retraction force. Distal loops oft he coil where still in the aneurysm. Therefore coil rescue fixing the proximal part of the coil within the intermediate catheter with a balloon to allow complete coil retrieval. There was no harm tot he patient in this dangerous situation." Update 13nov2025 - additional information received from the issuer: "1. How would the tortuosity be described in this procedure? @1 no significant tortuosity. 2. Can you confirm if the supplemental accessories will be returned? If so, it would be appreciated. @2 yes. 3. Would you be able to elaborate what was the use of the balloon in the procedure? @3 as written in my case description. Balloon was used only within the intermediate catheter für fixation and retrieval of the accidentally detached coil. There was no balloon used for the aneurysm treatment. A. Are we to understand the balloon was used solely because the coil detached? @4 yes." Incident report form submitted for this complaint indicates that no patient injury was sustained.